Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 the patient experienced a loss of signal. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device(stt-gl-004/6358g), used with the complaint receiver device, was returned on (B)(4) 2014. The returned complaint transmitter was visually inspected and no defect was found. Evaluation of the returned transmitter confirmed the reported event of permanent loss of "y". The root cause was determined to be a defective transmitter.